Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related MDR #s 2937457-2014-00540 and 1713747-2014-99941.

Event description:
The following is based on the medical records received from the patient's treatment facility. This peritoneal dialysis (pd) pt was hospitalized for peritonitis. He was treated with antibiotics.